Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 20 cm distal to the is-1 connector pin. The proximal fragment (including the yoke and connector pins) and the distal fragment (including the lead tip and shock coil) were received for analysis. A medial fragment of the lead body (approximately 3 cm length) was not returned. An extraction aid was found in the distal fragment, it is reasonable to assume that the lead was cut during the extraction procedure. The performance of the returned lead fragments was scrutinized. The analysis showed multiple abrasion marks along the lead fragments. In particular, 12 cm and 7.5 cm proximal to the lead tip the insulation was found rubbed through, which is assumed to be the root cause of the reported oversensing. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Further damages such as a deformed shock coil, most likely resulted from the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 25 months, oversensing on the ventricular channel was reported. The lead was explanted.